Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that based upon a performa system blood glucose result of 348 mg/dl at 1:06 pm, he skipped lunch and took a walk, took no insulin. At 2:16 pm, he had symptoms of hypoglycemia. His wife did a measurement with a result of 58 mg/dl and injected the customer one dose of glucagon and gave him some sugar. At this point some policemen and paramedics took care of them and brought the customer to a hospital. Customer was given food in the hospital, kept for nearly 4 hours, and was released at 6:00 pm. Test strips, lot information no longer available.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.